Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that an e315 error code was received when connected to the gif-h170; however; this error can only occur at installation. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During the inspection of the returned asset device. The issue was resolved, by changing the shipping region on the maintenance tool. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, during the installation activity of the system upgrade. It was observed, that an e315 error code was received when connected to the gif-h170 only. Due to improper adjustment. This report is being submitted for the event found during evaluation. There was no patient involvement.